Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgeon may have been performed for an unknown reason at level c4/5 and c5/6. The surgeon selected "device removal" and "required medical or surgical intervention to prevent permanent impairment/damage of a body function or permanent damage to a body structure" but also selected "device not removed" in a different area of the survey. No further information was provided and no response to requests for clarification have been received.

Event description:
It was reported that a revision surgeon may have been performed for an unknown reason at level c4/5 and c5/6. The surgeon selected "device removal" and "required medical or surgical intervention to prevent permanent impairment/damage of a body function or permanent damage to a body structure" but also selected "device not removed" in a different area of the survey. No further information was provided and no response to requests for clarification have been received.

Manufacturer narrative:
Device evaluation: product was not returned and no photos were provided. A device evaluation was unable to be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to operational, post-op trauma, or patient factors. DHR review : DHR review unable to be performed as lot number is not known. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.